Event description:
It was reported that in 1999 the pump was implanted for "fudr" infusion. In 2000 the pump was explanted because of slow flow. A second pump was implanted without any pt complications.